Event description:
Procedure type: gastrectomy. According to the reporter: on (B)(6) 2013, I had a bariatric operation: planned was a conversion of a gastric band towards a sleeve-gastrectomy. After routine preparation and free-preparation of the great curvature of the stomach and probe with a 40 charriere-tube there were significant problems during the attempt to perform the resection parallel to the probe with a linear stapler. Initially, attempt was made with the motor-powered stapler. At 100 percent free probe the device closed properly, but during closure the device quit the service without. Staples on the proximal side stapled, but further stapling and cutting was not possible because the motor broke off. Suspecting an empty battery, we first changed the battery , put a new magazine. Same problem. In the meantime there were a lot of metal staples in the area prepyloric in the stomach wall. Therefore, I set at first this area keen to continue the seam row with a new purple magazine in the staple-free area and now with a hand-stapler. All instruments were used repeated and correct. The protection of the magazines were only removed after connection. At the use of the idrive the calibration was made accordingly and the instrument showed function standby with the luminous diodes. Pt jeopardized, extension of surgery by more than 30 min, no blood loss, no extension of incision, no change of op, unanticipated tissue loss, staples fell into pts cavity and had to be removed by hand, no reinforcement material used.

Manufacturer narrative:
(B)(4).